Event description:
It was reported when the device was used during a thoracotomy, the staples formed incorrectly. The surgeon used another stapler and sutures to complete the case. There was no consequence to the patient.